Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that while advancing the guide catheter (subject device) during a procedure, the physician experienced friction around the catheter hub area and the subject device fractured. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Expiration date ¿ added. Manufacturing date ¿ added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. While there are several potential causes for the reported issues, because review and analysis of available information failed to identify a definitive cause, and because the device was not returned a cause of undeterminable was assigned.

Event description:
It was reported that while advancing the guide catheter (subject device) during a procedure, the physician experienced friction around the catheter hub area and the subject device fractured. There were no reported clinical consequences to the patient.